Manufacturer narrative:
The complete model number, serial number, or contact information have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from FDA medwatch program - mw5077252. Alleges renting scooter and upon taking scooter on an incline, the scooter suddenly shut off half way up the incline and started to go backwards despite brake being turned on.